Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed other than the device having been in the customer's pocket. The customer stated that the insulin pump alerted that a button had been pressed for more than 3 minutes and that she had removed the battery but still received the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip